Manufacturer narrative:
Date sent to FDA: 08/30/2016. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? Please provide more detail on what is meant by mesh retraction at apex of posterior compartment. When was the retraction first noted? How was the retraction diagnosed? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced dyspareunia and mesh retraction at apex of posterior compartment. The mesh was removed on (B)(6) 2016. Additional information has been requested.